Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a review of the receiving inspection (ri) for x15 driver final tightener was conducted identifying that lot number nn149178 was released in a single batch. Batch1: lot qty of (B)(4) units were released on june 26, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the x15 driver final tightener (p/n: 202000403, lot #: nn149178) was returned and received. Upon visual inspection, no defects were observed with the returned device. Document/specification review based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed. X15 driver final tightener. Complaint confirmed? No. Investigation conclusion: the complaint condition was not confirmed for the x15 driver final tightener (p/n: 202000403, lot #: nn149178). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g7: information captured on this report initially captured as follow up report 2. On june 02, 2020 information was received indicating follow up report 2 may not have been processed correctly. Resubmitting information as follow up report 3 to ensure receipt. H3, h4, h6: a review of the receiving inspection (ri) for x15 driver final tightener was conducted identifying that lot number nn149178 was released in a single batch. Batch1: lot qty of (B)(4) units were released on june 26, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the x15 driver final tightener (p/n: 202000403, lot #: nn149178) was returned and received. Upon visual inspection, no defects were observed with the returned device document/specification review: based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed -x15 driver final tightener. Complaint confirmed? No. Investigation conclusion: the complaint condition was not confirmed for the x15 driver final tightener (p/n: 202000403, lot #: nn149178). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the symphony torque limiting handle ¿wouldn¿t pop¿ when tightening set screws, surgeon mentioned that 3.0 mm pressure is too much for this procedure. Procedure was successfully completed. Patient outcome is unknown. Concomitant device reported: unk, set screws (part# unknown, lot# unknown, quantity 1). This complaint involves three (3) devices. This is report 3 of 3 for (B)(4).